Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 462 mg/dl. The customer stated that they changed 3 sets that didn't work and they noticed no insulin was coming out of the sets and they inserted and blood glucose was high. The insulin pump will not be returned for analysis.